Event description:
Customer reported pt coded and the cic did not alarm. The pt subsequently died.

Manufacturer narrative:
Investigation/conclusion: the analysis of the cic log files indicates the apexpro and cic monitoring system performed as designed. The system detected a series of arrhythmia events between 22:00:00 and 22:05:41 and correctly generated the proper alarm notification at the cic. The user acknowledged the presence of the alarm notification by pressing the silence key.